Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red knob of the attune femoral introducer broke off. All pieces retrieved. No surgical delay.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary ==> no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.